Event description:
Note: the date of the event is unknown. It was reported to boston scientific corp in 2008, that a contour stent was being opened for a procedure and was found to be broken in the package. The procedure was completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
Information was completed by the MFR based on information obtained from the complainant. Customer complaint of the stent being broken was confirmed. A visual eval found that the stent was torn near the distal curl and was almost completely detached. The tear was at 5.6 centimeters from the distal tip of the stent. The tear was angled and not smooth. A second tear was found from the proximal sideport hole to the proximal end of the stent. The second tear was found to be approximately 4 millimeters long and was jagged in nature. The suture had been removed from the stent indicating that the device had been handled and the stent was most likely torn by handling after removal from the packaging. Therefore, the most probable root cause is due to handling damage after the device had been removed from the package. A lot history search was performed and found no other complaints against this lot. A review of the device history record was performed and revealed no related issues to this complaint. The 2008 contour w/o wire product family trending chart was reviewed; unfavorable trend was noted.